Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, remaining within normal range. Isometrics testing did not produce any noise. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.